Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge, despite attempting with multiple usb cables, wall adapters, and power sources. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider for an alternate insulin therapy method.